Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during surgery for threshold increase and lead dislodgement, it was found that blood had permeated into the~~~~~